Event description:
Patient (B)(6), received results of 475 mg/dl on the inform system and a lab result drawn within 10 minutes of 89 mg/dl. Patient was given 10 units of novolog within 5 minutes of the meter reading. Caller states that within 2-3 hours the patient's blood glucose had dropped to 21 mg/dl and the patient was exhibiting symptoms of hypoglycemia. Patient was given d50 glucose and "recovered fine." Requested return of suspect device.

Manufacturer narrative:
Reporter declined to provide additional information for these sections. Reporter did indicate that the patient was not diabetic. It was unknown if the initial reporter sent report to the FDA.